Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had connector section water leakage and poor image quality. The issue occurred during service. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported malfunction water leakage at the connector was confirmed and malfunction image defect was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the phenomenon water leakage occurred due to a damaged connector. The issue was traced to a component failure. Image defect was not confirmed and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.